Manufacturer narrative:
This particular device is sold in europe as a five time use device. In the united states this device is sold for single use only. This incident occurred in europe. The returned device is currently undergoing evaluation. An investigation report will be provided, once the evaluation is complete.

Event description:
Distributor claims the five time use tip broke after third use. Additional information was received on august 26, 2004. The tip was a 35khz neuro tip was on its third use when it broke. No patient contact or injury was reported.